Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/06/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a display lens scratch was observed. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.